Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming, no delivery and motor tests. The drive/motor was inspected and no grinding motor noise or drive/motor anomaly was performed. The insulin pump had a cracked display window corner, cracked reservoir tube lip and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call drive/motor anomaly and high blood glucose levels. Customer's blood glucose level was 429 mg/dl. Customer treated their high blood glucose via insulin pump and manual shots. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.